Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # my8020, batch # unknown. It was reported by customer that patient receiving doxorubicin IV push. When on the last 5 ml medication started dripping from the y site. Rn tightened syringe to y-site connecter in case it was loose, but it made it worse.

Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Material # my8020; batch # unknown. It was reported by customer that patient receiving doxorubicin IV push. When on the last 5 ml medication started dripping from the y site. Rn tightened syringe to y-site connecter in case it was loose, but it made it worse. Verbatim: rcc received a complaint via email. There have been several events involving bd texium tubing and syringes where nurses and patients have been at risk for exposure to hazardous drug due to leaking products. We have been in contact with bd but have not yet found a resolution to this issue. We are reporting to the FDA for awareness in case other facilities are also seeing this issue. Product#: my8020. "(B)(6) 2024 - (B)(6) patient receiving doxorubicin IV push. When on the last 5 ml medication started dripping from the y site. Rn tightened syringe to y-site connecter in case it was loose, but it made it worse."